Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked fluorouracil from an unspecified location. The location of the leak was possibly from the luer and was observed when the device¿s protective overwrap bag was opened prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between september 7 and september 11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were spots of white crystalized drug located on the exterior surface of the folfusor device, particularly at the blue winged luer cap of the device which suggested a leak had occurred. The reported condition was verified. The cause of the condition could not be determined; however, it may be use-related in which the blue winged luer cap may not have been securely tightened after the device was filled with drug fluid. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.